Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter stated they received discrepant results for one patient tested with coaguchek xs meter serial number (B)(4). At 11:00 a.m. On (B)(6) 2020, a sample from the patient was tested using the meter, resulting with a value of 4.0 inr. At an unknown time on the same day, a venous sample collected from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.05 inr. At 11:00 a.m. On (B)(6) 2020, the patient was tested multiple times using the meter but errors were encountered. The reporter stated they were finally able to test the patient successfully with the meter, receiving values of 4.0 inr and 3.9 inr. At an unknown time on the same day, a venous sample collected from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.05 inr. Changes in the patient's medication dosage were done based on laboratory test results. The patient's therapeutic range is 2.5 - 3.0 inr. The patient's testing frequency is weekly.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Test strip retention samples passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.